Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The monitor sd card shorted, which damaged the computer/analog (c/a) board. The root cause for the shorted sd card could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (monitor failed functionality testing) is being investigated. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.